Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system interconnect cable on the system 9800 had torn insulation and had been damaged, creating a possible shock hazard. There was no adverse pt involvement reported. There was no pt info reported.